Event description:
Patient allergy lcs ti ni; allergy cement. Doi: (B)(6) 2020; dor: (B)(6) 2022 unknown side.

Manufacturer narrative:
Product complaint # (B)(4). Dmf# - (B)(4), trade name gentamicin sulphate, active ingredient(s) gentamicin sulphate, dosage form - powder, strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device was not returned. All available photos were reviewed, and no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. It is not possible to confirm a depuy's product failure as well as a relation between the adverse event and the reported product. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot device history reviewed (B)(6) 2020 2 unrelated non-conformances on this lot number. Final micro and sterility tests passed product met all quality control acceptance criteria. (B)(4) units released. Lot expiry date: 31 january 2021.